Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Additionally, it was reported that resistance was experienced during the fill process and a leaking cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer changed pump supplies to resolve issue and a syringe needle change was performed to address the issue.